Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found to have inadequate iodine. This was noticed prior to use of the minicap and the patient did not use the minicap for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The report of inadequate iodine was initially reported through manufacturer report number 1416980-2015-00696. Based on clarification from the patient, the minicap did not cause peritonitis and the report of inadequate iodine will be reported through this submission. Should additional relevant information become available, a supplemental report will be submitted.